Manufacturer narrative:
(B)(4). The device was not received by the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that during the skin harvest, the graft was too thick and not in accordance with the initial setting. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: sex, date of report, event, common device name, PMA/510k,type of reportable event, if follow-up, what type and device evaluated by MFR. B)(4). On (B)(6) 2018, it was reported that the graft was too thick. The customer returned a dermatome an device, serial number: (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated dermatome an serial number: (B)(4) as documented in the repair reports. Product review of the dermatome an by medicrea on june 14, 2018 revealed the calibration was out of specification. The repair technician stated that the thickness issue was most likely from the customer using the wrong angle. Repair of the dermatome an was performed by medicrea on june 18, 2018 which included replacement of the o-ring, and semi-circle bearings. Dermatome an, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the calibration was out of specification. The repair technician states that the customer could have been used the wrong angle. The root cause of the thick graft cannot be specifically determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There were gouges/marks on the skin.